Event description:
Report from dealer that a mounting brace broke while user was on the lift platform resulting in user falling off lift in her wheelchair. User was examined at hosp and released. No allegation of injury made.